Manufacturer narrative:
Additional narrative: patient weight is unknown. (B)(4). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision procedure on (B)(6) 2015. While attempting to remove an unknown locking screw from the plate, the tip of the conical extraction screw broke and became lodged in the plate. No fragments were left in the patient. The procedure was completed successfully with no known time delay. The patient status/outcome is unknown. This report will address the intra-operative events only. The circumstances leading to the revision procedure will be captured in and reported under (B)(4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the complaint condition is confirmed as the screw could not be removed from the plate and the extraction screw was received with the distal end broken off and retained in the cannulated screw. Although the conical extraction screw is intended for removal of 7.3mm cannulated screws, the returned screw is likely a 5.0mm cannulated locking screw and certainly not a 7.3mm screw. The stuck condition of the screw may have been further impacted by heavy biointegration over 8.8 to 9.8 years of implant and/or using power to lock the screw to the plate. While the root cause is likely a result of the method of use, since the specific conditions at the time of the issue are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A review of the device history record(s) showed that there were no issues during the manufacture of the plate or extraction screw that would contribute to this complaint condition. Device history record review: manufacturing site: (B)(4) ¿ manufacturing date : april 21, 2006. It was confirmed on (B)(4) 2015 that the device was received at a j&j investigation site on (B)(4) 2015. Updated in associated field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.